Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 2 of 2 it was reported that a mirafilter IV extension set leaked at the luer cap just above the filter chamber. It was not specified when in the process this occurred; however, there was no patient involvement. No additional information is available.